Event description:
It was later reported that the patient lost one liter of blood. The patient then underwent surgery to repair a perforation in the right ventricular (rv) apex.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 900310 product type: integrated dilator/needle product ID: pscc100 product type: catheter product ID: non- medtronic product type rv catheter product ID: non- medtronic product type ice catheter product ID: non- medtronic product type guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during post pulsed field ablation procedure, the patient underwent pre-procedural intracardiac echocardiography imaging, which revealed no effusions prior to the procedure. The patient was intubated, and prepped in the usual manner. Venous and arterial access was obtained, and catheters were positioned, including a non medtronic right ventricular lead catheter and non medtronic intracardiac echocardiography (ice) catheter. Transseptal access was performed under intracardiac echocardiography (ice) guidance without issue using an integrated dilator and sheath. Ablation was initiated with the pulseselect catheter, and after the third ablation on the right superior, a brief period of bradycardia occurred; staff paced the patient and administered 0.5 mg atropine, resulting in normalization of heart rate. Ablation was completed and exit block testing was performed. The pulseselect catheter was removed, and an anticoagulant antagonist was ordered. During routine post-procedure intracardiac echocardiography (ice) imaging, a pericardial effusion measuring 1.2 cm was noted. All catheters were removed, and a post-procedure transthoracic echocardiogram showed active growth of the effusion to 2 cm. The physician performed pericardiocentesis, removing 400 ml of blood and leaving a pericardial drain in place. The patient was transported to the cardiovascular intensive care unit (cvicu) with 200 ml left in the drain, intubated, and with an arterial line for monitoring. The patient remained hemodynamically stable throughout. The physician indicated that the issue likely developed due to catheter manipulation, with a puncture of the right ventricular lead probably from the pacing catheter. The event led to an extension of the patient¿s hospitalization. The case was completed. No further patient complications have been reported as a result of this event.